Manufacturer narrative:
Concomitant products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0454428v, implanted: (B)(6) 2004, product type: lead. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the left side was completely disconnected from the battery in the implant. They could turn the implant on but there was absolutely no effect. Later in the call the patient stated he couldn't turn the stimulator on but the patient programmer (pp) indicated that the stimulator was on. Their tremors were pretty severe on his left side and he couldn't control it. Once he turned stimulation on he had no control. He normally would turn the stimulation off at night. They had tried to turn off the stimulator on the left side but couldn't do it and didn't know how because he needed instructions. They wanted to turn the left side off so it was completely isolated from the right side. His right side had also started to "behave badly" to the point where the patient couldn't control his tremors. They believed the cause of the issues were shorted wires. The patient attempted to turn the stimulation off on the left side but couldn't do so. They had already decreased stimulation down to 2v on the left side but wanted to decrease it down to 0.0v. It was clarified that the patient only had one ins that controls both the left and the right side. There was a message screen that would appear indicating the patient had reached the lower limit at 2v. The patient would be following up with either their health care professional (hcp) or company representative. It was further reported they may have an open circuit with the rechargeable ins. Additional information received from the hcp and company representative reported they felt buzzing in his head area and a loss of tremor control on the right hand. Then the buzz went away and they had a loss of tremor control in the left hand as well. Nothing had led to the event. Impedance tests were run and electrode impedance for the left ventral intermediate nucleus (vim) was >40,000 ohms on contact 1. The right vim impedance was ok. The nurse was going to change electrodes. An x-ray was ordered and the hand tremor control was improved by an increase in voltage. It was unknown if the issue was resolved and no surgical intervention had occurred. Please see manufacturer report #3004209178-2015-25661 for information on the patient's concomitant system.